Manufacturer narrative:
Na.

Event description:
On (B)(6) 2015, pentax medical received voluntary medwatch (B)(4) from (B)(4) filed on behalf of (B)(6) medical center stating "during an endoscopy procedure, the pentax processor picture taking system froze" the video processor (model epk-I-sn-(B)(4)) was evaluated by the pentax medical inspector on (B)(4) 2015 which confirmed inoperative buttons on the control panel and heavy chemical corrosion between the lcd touch screen and front control panel. Repairs were completed and the processor was delivered to the customer on (B)(4) 2015. In order to receive additional info regarding this event, pentax medical contacted the initial reporter along with the manager via email on (B)(4) 2015. A response was received from the facility on (B)(4) 2015 stating the request has been forwarded to the appropriate personnel. No further info regarding this event has been received from the initial reporter at this time.